Event description:
The customer states that the operator of the architect c8000 analyzer was performing weekly maintenance while following the on-screen instructions. The operator was having difficulty in replacing the cover on the sample pipettor and on the second attempt to replace the cover, the pipettor came down sharply and the tip of the operator's fourth finger was caught between the two barrels of the rod of the pipettor causing injury to the finger (the maintained procedure does not require the removal of the pipettor cover). The operator's finger did not come into contact with the sample probe. The operator throughly cleaned the affected area and was able to continue working. The customer is concerned that the holding current for the sample pipettor does not reflect the amount of force needed to install the probe cover. There is no further impact to the operator reported.

Manufacturer narrative:
An abbott field service engineer (fse) inspected the analyzer and removed the sample pipettor and examined the motor. The fse did not find any issues with the assembly. The fse reassembled the mechanisms and thoroughly tested the system without error. The fse cautioned the customer not to lean on the pipettor while performing the maintenance procedure. The fse also confirmed that the customer was not serious injured. Subsequent instrument operations and tests results were acceptable. This issue is addressed in the abbott architect system operations manual ((pn 201837-104) june 2007) : section 7, operational precautions and limitations precautions and requirements for system operation; section 8, hazards, operator responsibility; and, section 9, service and maintenance. The incident occurred due to the actions of the operator related to replacing the cover. The text indicates the operator was able to successfully perform this same procedure on the other system instruments in the laboratory. The investigation demonstrated that architect c8000 analyzer is performing within its intended use, label claims and specifications. No deficiency related to the performance of the device was identified. This is a final report.